Manufacturer narrative:
Explant analysis determined that deflation of the outer lumen was due to a tear of the outer shell. The shell thickness was within specification and there was no evidence of shell folding or fatigue. No other defect or abnormality was noted. The cause of the shell tear is unknown.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis determined that deflation of the outer lumen was due to a tear of the outer shell. The shell thickness was within specification and there was no evidence of shell folding or fatigue. No other defect or abnormality was noted. The cause of the shell tear is unknown. Update/corrections to the following sections: b4, d4, d10, g7, h2, and h10.